Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient reported a heart rate lower than that of the programmed lower rate of the ipg.